Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) and right ventricular (rv) lead were associated with a report of a possible device-lead setscrew connection issue as evidenced by an unusual-looking electrogram (egm). Additional information was provided that showed two higher than normal shock impedance measurements that were still within specification. Subsequently, the patient returned to the united states for a lead revision after the crt-d reported an out-of-range rv lead impedance. The patient's left ventricular (lv) lead also was replaced after dislodging due to a patient condition; there was no allegation against the lv lead. There was no report of adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.